Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. The physical resistance of the arm positioner was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the observed gripper line slack. However, a cause for the observed slack and reported physical resistance of the arm positioner cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), when the lever was pulled up to the blue line, the gripper lever arm is not completely raised. Multiple attempts were made to raise the gripper arm but with the same results. The gripper could not be completely lifted unless the gripper lever was pulled up from the blue line by more than 1.5 cm. Additionally, a strong resistance was felt when turning the arm positioner from half-turn close to open, and almost did not turn. Therefore, it was decided not to use the cds in the procedure. There was no patient involvement with this device. A new cds was used in the procedure successfully. One clip was implanted, reducing mr 3 to <1. There was no clinically significant delay in the procedure. No additional information was provided.